Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that force was applied to the guide wire when resistance was met. It should be noted that the pilot guide wire¿s instructions for use states: ¿do not: push, auger, withdraw or torque a guide wire that meets resistance.¿ in this case, the deviation appears to be a reasonable clinical response. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance during advancement and removal. Factors that may contribute to difficulty during advancement and removal include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. Additionally, it was reported that the wire broke during use. It is possible that manipulation of the wire, when resistance was encountered, resulted in the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from ni to not returning. E1 correction: initial reporter updated from unknown to (B)(6).

Event description:
Subsequent to the initial report being filed, it was reported that the procedure was to treat a lesion in the right coronary artery. Resistance was noted during advancement and removal of the guide wire. During removal force was applied. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 014 hi-torque pilot 50 guide wire (gw) broke during in a procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.